Manufacturer narrative:
(B)(4).

Event description:
The physician was using a euphora balloon. No resistance was noted during removal of the protective device and no abnormalities were noted during device inspection and prep of the euphora device. Physician was treating a moderately calcified and slightly torturous lesion in the lad which exhibited 90% stenosis pre-procedure. The vessel was pre-dilated at 14atm with the euphora balloon after which a 2.5 x20mm stent was implanted. The physician then attempted use the euphora device used for pre-dilation to carry out a post dilation of the implanted stent however as a pressure of 14atm was applied to the distal end of the implanted stent the euphora balloon ruptured/burst. The balloon was inflated more than twice. The physician stopped using the device. There was no removal difficulty of the relevant device from the patient. No resistance was felt with mating devices during delivery. No resistance was felt when device was passed through the lesion site. A 4.0 x 8mm nc euphora device was used to complete the procedure. There was no adverse effect to the patient.